Event description:
The report received indicated that during a visual examination of the products, the customer identified black particles and a viscous residue.

Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Please note that this complaint involves three products involved in the same event and reported under manufacturing numbers: 9616099-2008-00903 and 9616099-2008-00902. Furthermore, please note that this report, 9616099-2008-00903, involves two products of the same catalog and same lot number. Add'l info will be submitted within 30 days upon receipt. See scanned page.